Event description:
Customer reported that she has been to the hospital for high blood glucose almost everyday, since her home burned down and her insulin pump with it. Customer stated that her blood glucose reading have been running over 700 mg/dl. Customer stated that she has to take about 12 injections a day to be able to keep blood glucose in control. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.